Event description:
Poc coordinator reports 2 patient adverse events and 1 patient related malfunction associated with the physician reported lower than expected results with the hemochron elite instrument / act+ assay. This report is for the patient 2 of 3 where patient expired. Prior to any hemochron product use, patient suffered a cerebral aneurysm rupture which required hospitalization. Upon arrival at hosp, patient suffered a rupture of a second cerebral aneurysm. A ventriculostomy was performed by the interventional radiology dept requiring the administration of heparin and utilization of elite instrument / act+ assay. Physician treating patient believed act+ results were lower than expected. Patient subsequently transferred to ICU after procedure and expired 5 days later.

Manufacturer narrative:
Product samples have been returned and are pending evaluation/investigation. Additionally, itc clinical affairs contacted the poc coordinator who related the following: during the first week in early 2009, the physician noted his expectations regarding results in relation to heparin dose response were based on previous experience at another facility using a non-itc poc instrument which employs a different methodology of clot detection. The physician was not using the "normal" baseline established for the hemochron signature elite and act+ system by the medical center. The physician expectation for target ranges for interventional radiology procedures were not developed specifically for the hemochron signature elite and act+ system as per package insert directions, but instead carried over from another facility that used a different poc system and clot detection methodology. The poc coordinator educated the physician that each manufacturer of poc coagulation devices has unique/proprietary methods for clot determination, and device-to-device performance and result expectations vary. Manufacturer method code - manufacturer evaluation/ investigation currently in process.